Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the transmitter and the insulin pump. The buttons had a lag in them and sometimes would not work at all. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and to revert to a back-up plan. Caller stated that the customer has already replaced the pump.